Event description:
It was reported that the patient presented for an unrelated procedure. The physician observed that the right ventricular lead had been capped and replaced on (B)(6) 2018 for an unknown reason. The patient was stable in condition.